Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Information regarding the device status and patient details has been requested through gfe.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead triggered an alert for out of range pacing impedance. A red call doctor icon was triggered as well from the latitude wave communicator as the message was not being transmitted appropriately to the server, nonetheless, this communication issue was resolved by troubleshooting. The pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.